Event description:
The healthcare provider reported that the patient ¿told us the pump was not working¿. The healthcare provider hadn¿t seen the patient since (B)(6) 2013. The reporter did not have any further details. The interventions, symptoms, drug or patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039644r, implanted: (B)(6) 2000, product type: catheter. (B)(4).